Manufacturer narrative:
G4: 14feb2020. B4: 17feb2020. The customer replaced the defective gds to address the reported problem. The unit successfully passed the required performance verification test. The gas delivery system (gds) assembly was returned to failure investigation (fi) for evaluation. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Visual inspection of the gas delivery system (gds) assembly revealed no evidence of damage or contamination. The gas delivery system (gds) assembly will be installed in the fi test ventilator in an attempt to duplicate the reported problem. During troubleshooting the gds assy found defective u1 (sensor air flow amp 1000 sscm) on the o2 flow sensor pcba. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The out of specification u1 on the o2 flow sensor pcba created the air flow accuracy, o2 flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 12 november 2019. Date of this report: 13 november 2019. The manufacturer¿s international service technician confirmed the reported issue. The customer was quoted for the flow sensor and preventative maintenance kit. The customer has not yet approved the budget for repair of the equipment. If further information is obtained, this complaint will be reopened. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Part was not returned to failure investigation. The root cause cannot be determined until the device is returned and investigated.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 27aug2019.

Event description:
The customer reported oxygen accuracy test fail. There was no patient involvement.